Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was making louder noise. The customer¿s blood glucose was unknown at the time of incident. The insulin pump will not be return for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08735 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device passed tone check and vibrate check. No audio or vibrate or absence of alarm anomalies noted during testing. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted during testing. Device was monitored for 2 days. No audio/beep anomaly or vibrate anomaly noted. No drive or motor anomaly or unexpected motor noise anomaly noted. The motor was tested outside of the device and passed. Device had cracked battery tube threads, scratched reservoir tube window, cracked reservoir tube lip and missing end cap sticker. The test p-cap and reservoir does lock in place in the reservoir compartment. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.